Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the air water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material in the air/water channel and the air/water cylinder, however; it was not possible to identify the foreign matter. It is possible that leakage from the scope connector cover prevented proper reprocessing and therefore the foreign matter could not be removed. Hence, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. The detection method is described in the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.